Event description:
Rn developed extreme itching, redness and skin breakdown on the dorsal aspect of her hands when the emergency department she works in switched to this glove. She tried lotions, creams, topical steroids, and saw a dermatologist. In (B)(6) 2014 she went to employee health. Employee health put her on ¿no patient contact¿ due to the skin breakdown. Initially she took 2 weeks off to rehab her hands, but the problem reoccurred when she used the gloves again. She had total of about 5 weeks off all together. She is now back in patient care wearing cotton liners under the gloves.

Manufacturer narrative:
The device history record was reviewed and no abnormalities were noted. Historical trending was done. Visual inspection and the donning test were performed on the samples. No skin irritation or allergic reaction was reported by the manufacturing personnel from the donning test. Skin irritation or allergic reaction may be dependent on the sensitivity of individuals to nitrile gloves. A review of the manufacturer¿s process historical information indicates that the month these gloves were produced, the manufacturer did have some water disruption due to low water pressure that may have affected the water levels in the pre and post leaching tanks. The glove manufacturer has been informed of this incident for close monitoring of their manufacturing process. They have implemented tighter and effective checks at the leaching tanks from a weekly routine to a daily basis. They have also installed water pumps to counter the water disruption. We will continue to monitor complaints for any trends of this nature.